Event description:
Reporter indicated that depression study pt intermittently experienced severe dyspnea/feeling of choking with stimulation. Adjustments were made to device settings. The dyspnea became continuous, requiring additional adjustments to device settings and eventual adjustments to medication dosages after which the dyspnea resolved. The pt was later explanted due to a pain/inflammation in right arm that was reportedly not due to the vns therapy.